Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported inoperable keypad was reproduced during the device evaluation when pressing the 1 and 2 keys of the keypad. The device was determined to not meet all product specifications related to the reported event. The reported inoperable keypad was verified. The cause was determined to be a failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an inoperable keypad. There was no patient involvement. No additional information is available.